Event description:
Pt sitting in wheelchair with co's (chair check) system in use. Alarm on chair and correctly placed under pt. Chair pad within recommend use period. Pt attempted to get out of wheelchair. Alarm did not sound. Pt fell to floor. To ER for eval complained of pain in back. No fractures.